Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the popliteal artery utilizing an anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A non-bsc guide wire crossed the lesion, then a 3.0mmx20mmx135cm sterling¿ was advanced for dilatation. However, on the 1st inflation, a pinhole rupture occurred and dilatation could not be performed. The balloon was completely removed from the patient and was exchanged to a non-bsc balloon catheter to perform dilatation. The blood flow was recovered and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).